Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 4 days after implantation of an intraocular lens (iol) into the left eye (os), the patient complained of pain, discomfort, sensitivity to light & foggy vision. Injections of ceftazidime (2mg/0.1ml) & vancomycin (1mg/0.1ml) were administered and a culture was taken. The results of the culture were negative. Patient's best corrected visual acuity (bcva) decreased immediately post-op and throughout intervention but resolved after. In the surgeon's opinion, the most likely cause of the event is lens material. Patient outcome is good. The following medication was prescribed for use at home post-operatively: ofloxacin.

Event description:
Additional information received from consumer indicating that approximately 10 weeks post-op they had complaints of photophobia and eye redness again; allegedly diagnosed as inflammation/toxic anterior segment syndrome (tass). A steroid drop was prescribed for seven weeks. According to the consumer the symptoms have resolved. Additional information was requested but not received.

Manufacturer narrative:
Additional information: b5, e1, e2, g2, g3, h2, h6, h11.

Manufacturer narrative:
Additional info: g3, h2, h11. Correction: h3.